Event description:
It was reported that the pump was alarming no disposable clamp the tubing. Instructions were given to clamp the tubing and remove the cassette. The patient tap on the cassette , reattach the cassette and restart the pump. The pump was then running correctly. No further assistance needed. No additional information available